Event description:
Note: the date of the event is unk. It was reported to boston scientific corp on august 22, 2008 that a wallstent enteral duodenal stent device was used during an unk procedure. According to the complainant, the pt was discharged and returned to the hosp within hrs and was seen in the ER due to "abdominal pain". The pt's condition was reported to be "unk".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the suspect device is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.